Event description:
It was reported that during a gastrectomy, the doctor felt that the blade was damaged during use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with a generator and was functional. The device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. It could not be determined why the surgeon felt that the blade was damaged during use. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: did a portion of the blade break off?---yes, when a nurse wiped it outside the patient.